Event description:
Patient was evaluated and found to have significant corneal neovascularization and reduced vision after wearing contact lenses that she purchased online. The lenses were purchased without prescription verification and without intervention and treatment continued wearing of lenses may have led to permanent vision loss and other complications.